Manufacturer narrative:
Based on the claim against the product by the customer noting tip breakage, an investigation is in progress to determine the cause of this reported event. A returned material authorization (RMA) has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. However, the instrument has not yet been received.

Event description:
It was reported that during a da vinci assisted partial nephrectomy surgical procedure, the monopolar curved scissor (mcs) instrument was noted to have a broken tip. The procedure was completed with no reported injury. Intuitive surgical (is) followed up with the initial reporter and obtained the following additional information: the tip was detached. The instrument was inspected prior to use and there was no damage or anything out of the ordinary. The instrument was in use for 5 minutes prior to the issue. The surgeon was performing coagulation of a small vessel to cut without energy. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula after the event occurred. The surgical staff did not notice any other damage to the instrument after the event occurred.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.